Event description:
It was reported that the screw broke during implantation.

Manufacturer narrative:
The product was not available for return to the MFR. Therefore, an eval of the device was not possible. Prior to inserting the screw, the physician tapped a 4mm hole instead of a 5mm hole for the screw. The hole for the screw was not deep enough to accomodate the entire length of the screw, causing the screw to break during insertion. A review of the mfg records was not possible as no lot number was provided.